Event description:
It was reported that the humeral stem was implanted without difficulty. Offset trial head was placed on stem and head trial seemed to be loose. Offset humeral head implant was placed on stem and was loose. Head did not engage stem trunion. A second humeral head of same size was opened and placed on stem. Once again, it did not engage the trunion and was found to be loose. The stem was removed and replaced with a tm 11mm x 130mm humeral stem. The original offset humeral head was placed on the new stem and it did engage the trunion as one would expect it to.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed.